Event description:
The customer was not a first time cup user and had difficulty removing another brand of menstrual cup. Customer contacted saalt after business hours on 3/5/2020 saying her cup was stuck. We responded the following morning with removal tips as well as our help line number. After messaging back and forth, customer decided to have her cup removed by a medical professional. At that point her cup had been inserted for over 24 hours. The customer did state that her cervix is high. The device was not returned for evaluation. The reported event is addressed in the labeling. The device history record (DHR) for was not reviewed. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."